Event description:
International complaint coordinator reports one incident of patient death after using the a-18 dialyzer. This was the patient's first time using this dialyzer. Approximately four to six hours after treatment was completed, patient experienced nausea and vomiting. Patient was administered "urbason" prior to expiration.